Manufacturer narrative:
Cartridge lot number search. Results - an injector lot number search was performed and six similar complaints found. A cartridge lot number search was performed and three similar complaints found.

Event description:
The reporter stated, the haptic of a competitor's lens was damaged during loading of the lens into the cartridge. There was no patient contact. Another same type lens was implanted. The reporter stated the likely cause of the iol damage was due to the injector.